Event description:
Reporter indicated via a voluntary medwatch report that it was believed the patient's explanted vns generator was not delivering the intended therapy even though the generator indicated the intended therapy was being delivered. The reporter concluded that because the patient was unable to tolerate the previous vns settings with the new vns generator, the old generator was not believed to be delivering the intended therapy. The vns output current had been previously set to 3ma with the old generator, but the patient could not tolerate above 1.25ma with the new generator. Manufacturer product analysis had previously concluded the generator was performing as intended, except for a c4 capacitor which was out of specification; this is not expected to impact battery longevity.

Event description:
Analysis of the vns generator was completed. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition to the monitoring period, showing no variation in the pulse generator's output, the waveform (pre and post output monitoring test) captured on an oscilloscope shows the output current remained at the required programmed level. The nearing end-of-service (neos) indicator was set in the pa lab during bench testing. Results of diagnostic testing indicated the device was operating properly with the device at a neos condition. The data in the diagaccumconsumed memory locations revealed that 107.570% of the battery had been consumed. The battery voltage value stored within the generator (2.339 volts reported during fet (current diagvbat)) suggests an neos, battery partially depleted, condition. The post burn-in electrical test results showed that the pulse generator module performed according to functional specifications, except for the out of specification value for capacitor c4. This capacitor c4 is not expected to have an adverse effect on battery longevity. The cause for the out of specification value of capacitor c4 (v cpu) is likely associated with component aging. Other than the noted capacitance value issue, there were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Reporter indicated anesthesia may play a role in reducing tolerability after surgery, and will try and wait a day or two before activating the vns to allow time for anesthesia recovery in the future. The patient has now been titrated to the desired settings with the new vns generator

Manufacturer narrative:
Operator of device, corrected data: the initial MDR report inadvertently listed the health professional as the operator. The operator of the device is the patient. Type of report, corrected data: the initial MDR report inadvertently omitted the 30-day report designation.

Manufacturer narrative:
The c4 capacitor out of specification condition is not expected to adversely affect battery longevity, and is likely associated with component aging.

Event description:
Reporter indicated that a patient's vns generator was not delivering the intended current when it was at an end-of-service condition, even though the settings indicated the intended parameters were being delivered. The reporter justifies this theory because after the new generator was implanted, the patient could not tolerate the previous settings as with the explanted generator. The explanted generator has been returned and is pending product analysis.